Event description:
Patient received a recall letter from walmart pharmacy regarding his freestyle libre 3. He states he hasn't had any major issues with the device. He did notice that the readings were non-significantly lower (10-15 points) than his finger stick reading. He hasn't experienced any other adverse effects of the device.